Manufacturer narrative:
(B)(6). The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was observed. All box dimensions of the sample received were measured and passed. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap failed the leak test. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked during use and the iodine stained the patient's clothing. This issue was observed after use. There was no patient injury or medical intervention associated with this event. No additional information is available.